Manufacturer narrative:
A manager of mencap mellor house located in westcliff-on-sea, united kingdom reported that the resident slipped out of non-arjo loop sling used with arjo minstrel floor lift. During transfer from commode to bed, after minstrel lift was turned left about 180 degrees, a left shoulder loop detached from the spreader bar attachment point. Following information provided, the patient¿s feet were manually lifted by the caregiver and patient fell backwards with her legs still in the sling. The resident (B)(6)sustained slight bruising to the shoulder and a small cut on the ear. After the event arjo representative visited the customer facility to perform the device inspection. No malfunction was found within minstrel lift and sling. At the time of the incident, the arjo floor lift was used with the loop sling manufactured by a third party company, silvalea " sku code f01pm uni poly medium " with serial number 0190214. Based on an email provided by the silvalea representative, customer indicated that the loop might have detached due to the incorrect lift usage. The spreader bar tilt backwards when the patient legs were lifted (the spreader bar can be tilted backwards or forwards to enable easier sling attachment) and spreader bar attachment point (hook) opened. The loop slipped from the hook as soon as the gravity affected the sling. Minstrel instructions for use guides through transferring procedure and informs the user how to attach the sling properly. Caregivers are always obliged to check whether the loops remain attached in position both before and during lifting. ¿use the minstrel in accordance with these safety instructions. Every person who uses this aid must have read and understood the instructions in this user manual.¿ ¿always check whether the loops used to attach the sling are in position and under tension both before and during lifting. This is to prevent the loops from coming loose when the patient is being lifted.¿ it also warns that only parts designated by arjo should be used on products supplied by arjo. ¿the minstrel is intended for use with arjohuntleigh slings with attachments loops. Use only the slings supplied by arjohuntleigh that are specified in this user manual.¿ to sum up, arjo floor lift and non-arjo loop sling were used as a system for patient transfer when resident fell out of a device. Left shoulder loop detached from arjo minstrel device and from that perspective system did not meet its performance specification, but there were no abnormalities found within the lift. The complaint was decided to be reportable due to the patient's fall.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration number 3004468271, 3007420694. Currently, these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). After an incident arjo qualified representative visited the customer to conduct a device evaluation. It was revealed that at the time the incident occurred a 3rd party sling was selected.the loop sling used in the transfer was a silvalea sku code f01pm uni poly medium sling with serial number (B)(4). No abnormalities within the lift nor the sling were found. Additional information will be provided upon the investigation conclusion. (B)(6).

Event description:
It was reported to arjo representative that there was an incident with the involvement of minstrel passive floor lift and non-arjo loop sling. It was reported that during transfer from a commode to a bed, when moving backward and turning left the lift , a left shoulder loop detached from the spreader bar attachment point. As the consequence of the event the patient fell out of the sling to the floor and sustained slight bruising to the shoulder and a small cut (skin tear) on the ear.